Manufacturer narrative:
The technician replaced the latch plate screw and the side rail end tube to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No pt impact.